Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient reportedly discontinued use of the device in (B)(6) 2013 (specific date not reported), subsequent to poor sound quality. The implanted device remains. There are no plans to explant the device as of the date of this report, (B)(4) 2013.